Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain in their pocket after being trampled by a cow. The physician moved the patient's device to their other side. The lead was damaged when being pulled back through the tissue so it was removed and replaced. There were no additional patient complications. The patient's pain was completely resolved on the side that was giving them issues.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: 1201 (B)(6). Tined lead. (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain in their pocket after being trampled by a cow. The physician moved the patient's device to their other side. The lead was damaged when being pulled back through the tissue so it was removed and replaced. There were no additional patient complications. The patient's pain was completely resolved on the side that was giving them issues.